Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: weight to the spec, crease fold, part of the shell is missing, broken shell. A microscopic analysis was performed which identify a striated edge opening. Based on the device analysis the final assessment is a striated edge broken on anterior side assessed as surgical damage. The event of "capsular contracture, baker grade iii" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported left side "capsular contracture baker grade iii". Device has been explanted.